Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 43-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia in their impella leg during support. It was noted that the patient began to experience severe pain in their right leg during a scheduled percutaneous coronary intervention. An angiogram of the right iliac was performed and showed an occlusion with no flow distal to the sheath. As a result of the noted condition, the decision was made to explant the pump.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The product was not returned for review. As per clinical, the patient developed severe pain in the right leg and angiogram of the right iliac revealed an occlusion with no flow distal to the sheath. Later the pump was explanted. The cause of the limb ischemia issue was patient condition related with the right iliac occluded and the device was explanted to resolve the ischemia.